Manufacturer narrative:
Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information, updated fields: b4, d1, d2a, d4, g1, g4, g6, h2, h4.

Event description:
The following has been reported to hamilton medical ag on (B)(6) 2024. It was reported that on (B)(6) 2024, a hamilton c3 ventilator (sn 2307) runing under software version 2.0., showed ac supply not indicated on the screen which was associated to loss of external power in stand-by mode. As reported, this issue was not observed during ventilation. Potential root cause associated to this issue could be related to: - bad connection. - defective power supply. - defective mainboard. Accordingly, the following correction are considered: 1. Check for a defective power supply. If 24 v at mainboard (measured between pin gnd_power and pin +24v_ps) is not available exchange power supply. 2. Check for a defective mainboard. Once step 1 passed continue as following. If 26.8 v at mainboard (measured between pin gnd_power and pin +24v_blower) is not available exchange mainboard. Note: if you exchange the mainboard, check for equal revision on mainboard label and entered revision at the unit. Exchange the part according to the results above: - defective power supply. - defective mainboar. If failure reappears: -check cables from / to teslaspy board /led board. -replace the teslaspy board and make sure the latest firmware is installed (refer to kb-3646) according to the available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Event description:
The following has been reported to hamilton medical ag on 09 may 2024 it was reported that on april 29 2024, a hamilton c3 ventilator ((B)(6)) runing under software version 2.0. , showed ac supply not indicated on the screen which was associated to loss of external power in stand-by mode. As reported, this issue was not observed during ventilation. Potential root cause associated to this issue could be related to: - bad connection. - defective power supply. - defective mainboard. Accordingly, the following correction are considered: 1. Check for a defective power supply if 24 v at mainboard (measured between pin gnd_power and pin +24v_ps) is not available exchange power supply. 2. Check for a defective mainboard once step 1 passed continue as following. If 26.8 v at mainboard (measured between pin gnd_power and pin +24v_blower) is not available exchange mainboard. Note: if you exchange the mainboard, check for equal revision on mainboard label and entered revision at the unit. Exchange the part according the results above: - defective power supply - defective mainboar if failure reappears: -check cables from / to teslaspy board /led board -replace the teslaspy board and make sure the latest firmware is installed (refer to kb-3646) according to the available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.